Event description:
It was reported that during a ureteral stenting procedure, catheter damage occured. The polaris ultra ureteral stent was advanced to an unspecified ureter, however, "during placement" the distal pigtail "came off" and remained inside the pt. The physician was able to successfully retrieve the detached portion by unspecified means. Another of the same device was used to complete the procedure. The patient's status is reported as "fine".

Manufacturer narrative:
The complaint could not be confirmed. The proximal curl of the stent detached, not the distal. The device was returned inside the original tray and pouch with product label. No residue was present to indicate use. The suture had been removed from the device and was not returned for eval. The proximal curl of the stent was torn off upon return. Also, the proximal end of the torn of remnant was found to be torn. A visual eval found that the stent had been torn in two pieces. The tear was jagged and found at 4.5 cm from the proximal end of the device. A second tear was found from the proximal sideport hole to the proximal end of the stent, was jagged and curved, and approximately 4mm long. A functional eval found that an 0.038 inch guide wire could be passed through the stent remnants without issue. The suture was not returned for eval. The manufacturing record has been reviewed and confirms that there were no issues or discrepancies in the manufacturing of this batch that could have contributed to the reported event. This indicates the device met all material, assembly, and performance specifications. The most probable root cause of tip detachment can be attributed to operational context due to the likelihood that anatomical/procedural factors encountered during the procedure limited performance of the device.